Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing noise. The lead was reprogrammed and later revised. During the lead revision there were brief periods of asystole noted on telemetry. The lead remains in use. No further patient complications have been reported as a result of this event.